Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that during the surgery the doctor used the hammer to hit the clamp and the clamp got broken. No patient's injuries or delay were reported. Back-up device was available to complete the surgery. All the broken pieces were removed from the patient's anatomy.